Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; if explanted, give dates: unknown, not provided device manufacture dates: unknown, as serial numbers were not provided. Device evaluation: the product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing record and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified.

Event description:
Literature title: efficacy of glaucoma drainage devices in uveitic glaucoma and a meta-analysis of the literature. Received: (B)(6) 2018 /revised: (B)(6) 2018 /accepted: (B)(6) 2018 /published online: (B)(6) 2018 # the author(s) (B)(4). Authors: wishal d. Ramdas & jan pals & aniki rothova1 & roger c. W. Wolfs. The publication reported 9 eyes had secondary surgery within the first year after surgery with either the ahmed or baerveldt device. (The article does not clarify which of these eyes specifically had the baerveldt.) One had cataract extraction; one had pars plana vitrectomy; one developed neovascular glaucoma and underwent cyclocryotherapy, 2 required surgery due to tube malposition; 1 had tube protrusion through the conjunctiva, 2 had tube removal due to persistent hypotony; and one had tube flushing. A total of 99 eyes were in the study; 13.2% of eyes developed macular edema, and 15.8% developed transient hypotony.